Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping) / multiple surgeries/pain during menstruation'), bladder perforation ('bladder perforation'), intestinal haemorrhage ('intestinal bleeding'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), menorrhagia ('abnormal bleeding (menorrhagia)/heavy periods'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), facial paralysis ('unable to process thoughts left side facial paralysis'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), kidney infection ('kidney infection'), neoplasm malignant ('cancer') and cervical dysplasia ('precancer cell in cervix') in a 30-year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4 (date of births : (B)(6) 1977, (B)(6) 2002, (B)(6) 2004, (B)(6) 2005.), nickel sensitivity and heartbeats irregular. Concurrent conditions included weight normal. Concomitant products included butalbital;caffeine;paracetamol (esgic) from 2008 to 2010, dextropropoxyphene napsilate;paracetamol (darvocet-n) since 2007, hydrocodone bitartrate;paracetamol (vicodin) from 2007 to 2011, pregabalin (lyrica) from 2010 to 2014, salbutamol (albuterol) since 2018, sumatriptan succinate (migranol) from 2010 to 2011 and topiramate from 2008 to 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), kidney infection (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), rash ("rashes"), pruritus ("itchiness") and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced depression ("psych injury-depression"). In 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced facial paralysis (seriousness criterion medically significant) and thinking abnormal ("unable to process thoughts left side facial paralysis"). In (B)(6) 2007, the patient experienced intestinal obstruction ("bowel obstruction"), bladder injury ("bladder injury during hyst") and seasonal allergy ("seasonal allergies"). In (B)(6) 2008, the patient experienced pain ("pain all over body pain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced visual impairment ("my eye just keep getting worse but I have had glasses since I was 16"). In (B)(6) 2014, the patient was found to have heart rate irregular ("intermittent irregular heart beat / blood/heart disorder"). In (B)(6) 2017, the patient experienced nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 10 years 10 months after insertion of essure (ess205). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced pelvic haematoma ("pelvic hematoma"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), intestinal haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), amnesia ("memory gone"), aphasia ("inability to say words"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), gastric disorder ("inability to pass gas"), dyspepsia ("unable to digest certain foods"), back pain ("back pain"), pain in extremity ("feet pain"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headaches"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), cervical dysplasia (seriousness criterion medically significant), dermatitis allergic ("allergy: rash/skin condition"), nervous system disorder ("neurological problem / condition"), infection ("other infection "), autoimmune disorder ("autoimmune disorder "), feeling abnormal ("brain fog nos"), tremor ("leg tremor"), seizure ("seizures"), bladder pain ("bladder pain"), pyrexia ("fever"), peripheral swelling ("swollen feet"), vomiting ("vomiting"), gait inability ("she can barely walk"), constipation ("no bowel movement") and spinal osteoarthritis ("spinal arthritis") and was found to have neoplasm ("tumors"), teratoma ("teratoma"), neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and blood urine present ("blood in urine"). The patient was treated with surgery (ablation,, hysterectomy with bilateral salpingectomy., hysterectomy with bilateral salpingectomy./multiple surgeries., leap surgery and abdominal surgery) and eye glasses therapy. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, facial paralysis, mood swings, night sweats, hot flush, cystitis, vaginal infection, female sexual dysfunction, kidney infection, fibromyalgia, rash, bladder disorder, urinary tract disorder, migraine, uterine leiomyoma, amnesia, aphasia, thinking abnormal, intestinal obstruction, pelvic haematoma, dyspareunia, visual impairment, fatigue, weight increased, diarrhoea, abdominal distension, gastric disorder, dyspepsia, bladder injury, alopecia, nausea, tooth disorder, headache, neoplasm, teratoma, neoplasm malignant, dysfunctional uterine bleeding and cervical dysplasia had resolved and the bladder perforation, intestinal haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, abortion spontaneous, depression, pruritus, heart rate irregular, allergy to metals, pain, seasonal allergy, back pain, pain in extremity, intervertebral disc degeneration, dermatitis allergic, hormone level abnormal, nervous system disorder, infection, autoimmune disorder, feeling abnormal, tremor, seizure, bladder pain, pyrexia, peripheral swelling, vomiting, gait inability, constipation and spinal osteoarthritis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, amnesia, aphasia, autoimmune disorder, back pain, bladder disorder, bladder injury, bladder pain, bladder perforation, blood urine present, cervical dysplasia, constipation, cystitis, depression, dermatitis allergic, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait inability, gastric disorder, headache, heart rate irregular, hormone level abnormal, hot flush, infection, intervertebral disc degeneration, intestinal haemorrhage, intestinal obstruction, kidney infection, menorrhagia, migraine, mood swings, nausea, neoplasm, neoplasm malignant, nervous system disorder, night sweats, pain, pain in extremity, pelvic haematoma, peripheral swelling, pregnancy with contraceptive device, pruritus, pyrexia, rash, seasonal allergy, seizure, spinal osteoarthritis, teratoma, thinking abnormal, tooth disorder, tremor, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection, visual impairment, vomiting and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date (B)(6) 2006. Current weight 178 lbs. Patient received treatment for events ¿ female sexual dysfunction, dyspareunia, dysmenorrhea, menorrhagia, heart rate irregular, depression, arthritis, degenerative disc disease, bladder infection, vaginal infection, bladder problems, urinary problems, fatigue, hair loss, headaches, tumors, cancer, teratoma, diarrhea, bloating, gastric disorder, dyspepsia, dental problems, mood swings, night sweats, hot flashes, migraine, nausea, weight gain, eyeglasses therapy, memory gone, aphasia, thinking abnormal, facial paralysis, cervical dysplasia, bladder injury, pelvic hematoma, bowel obstruction, kidney infection, fibroids diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: postoperative change following hysterectomy finding suggestive small bowel obstruction with numerous mild dilated small bowel llop. Computerised tomogram pelvis - on (B)(6) 2017: impression: postoperative change following hysterectomy finding suggestive small bowel obstruction with numerous mild dilated small bowel llop. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the events injury was reported in this case were described in medical records: menorrhagia, pelvic pain, dysmenorrhea, diarrhea, bowel obstruction, nausea. Lot number: 509816 manufacture date: 2006-05 expiration date: 2008-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping) / multiple surgeries/pain during menstruation'), bladder perforation ('bladder perforation'), intestinal haemorrhage ('intestinal bleeding'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), menorrhagia ('abnormal bleeding (menorrhagia)/heavy periods'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), facial paralysis ('unable to process thoughts left side facial paralysis'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), kidney infection ('kidney infection'), neoplasm malignant ('cancer') and cervical dysplasia ('precancer cell in cervix') in a 30-year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4 (date of births : (B)(6) 1977, (B)(6) 2002, (B)(6) 2004, (B)(6) 2005.), nickel sensitivity and heartbeats irregular. Concurrent conditions included weight normal. Concomitant products included butalbital;caffeine;paracetamol (esgic) from 2008 to 2010, dextropropoxyphene napsilate;paracetamol (darvocet-n) since 2007, hydrocodone bitartrate;paracetamol (vicodin) from 2007 to 2011, pregabalin (lyrica) from 2010 to 2014, salbutamol (albuterol) since 2018, sumatriptan succinate (migranol) from 2010 to 2011 and topiramate from 2008 to 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), kidney infection (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), rash ("rashes"), pruritus ("itchiness") and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced depression ("psych injury-depression"). In 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced facial paralysis (seriousness criterion medically significant) and thinking abnormal ("unable to process thoughts left side facial paralysis"). In october 2007, the patient experienced intestinal obstruction ("bowel obstruction"), bladder injury ("bladder injury during hyst") and seasonal allergy ("seasonal allergies"). In (B)(6) 2008, the patient experienced pain ("pain all over body pain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced visual impairment ("my eye just keep getting worse but I have had glasses since I was 16"). In (B)(6) 2014, the patient was found to have heart rate irregular ("intermittent irregular heart beat / blood/heart disorder"). In (B)(6) 2017, the patient experienced nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 10 years 10 months after insertion of essure (ess205). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced pelvic haematoma ("pelvic hematoma"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), intestinal haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), amnesia ("memory gone"), aphasia ("inability to say words"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), gastric disorder ("inability to pass gas"), dyspepsia ("unable to digest certain foods"), back pain ("back pain"), pain in extremity ("feet pain"), intervertebral disc degeneration ("degenerative disc disease"), headache ("headaches"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), cervical dysplasia (seriousness criterion medically significant), dermatitis allergic ("allergy: rash/skin condition"), nervous system disorder ("neurological problem / condition"), infection ("other infection "), autoimmune disorder ("autoimmune disorder "), feeling abnormal ("brain fog nos"), tremor ("leg tremor"), seizure ("seizures"), bladder pain ("bladder pain"), pyrexia ("fever"), peripheral swelling ("swollen feet"), vomiting ("vomiting"), gait inability ("she can barely walk"), constipation ("no bowel movement") and spinal osteoarthritis ("spinal arthritis") and was found to have neoplasm ("tumors"), teratoma ("teratoma"), neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and blood urine present ("blood in urine"). The patient was treated with surgery (ablation,,hysterectomy with bilateral salpingectomy./multiple surgeries., leap surgery and abdominal surgery) and eye glasses therapy. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, facial paralysis, mood swings, night sweats, hot flush, cystitis, vaginal infection, female sexual dysfunction, kidney infection, fibromyalgia, rash, bladder disorder, urinary tract disorder, migraine, uterine leiomyoma, amnesia, aphasia, thinking abnormal, intestinal obstruction, pelvic haematoma, dyspareunia, visual impairment, fatigue, weight increased, diarrhoea, abdominal distension, gastric disorder, dyspepsia, bladder injury, alopecia, nausea, tooth disorder, headache, neoplasm, teratoma, neoplasm malignant, dysfunctional uterine bleeding and cervical dysplasia had resolved and the bladder perforation, intestinal haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, abortion spontaneous, depression, pruritus, heart rate irregular, allergy to metals, pain, seasonal allergy, back pain, pain in extremity, intervertebral disc degeneration, dermatitis allergic, hormone level abnormal, nervous system disorder, infection, autoimmune disorder, feeling abnormal, tremor, seizure, bladder pain, pyrexia, peripheral swelling, vomiting, gait inability, constipation and spinal osteoarthritis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, amnesia, aphasia, autoimmune disorder, back pain, bladder disorder, bladder injury, bladder pain, bladder perforation, blood urine present, cervical dysplasia, constipation, cystitis, depression, dermatitis allergic, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait inability, gastric disorder, headache, heart rate irregular, hormone level abnormal, hot flush, infection, intervertebral disc degeneration, intestinal haemorrhage, intestinal obstruction, kidney infection, menorrhagia, migraine, mood swings, nausea, neoplasm, neoplasm malignant, nervous system disorder, night sweats, pain, pain in extremity, pelvic haematoma, peripheral swelling, pregnancy with contraceptive device, pruritus, pyrexia, rash, seasonal allergy, seizure, spinal osteoarthritis, teratoma, thinking abnormal, tooth disorder, tremor, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection, visual impairment, vomiting and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date (B)(6) 2006. Current weight 178 lbs. Patient received treatment for events ¿ female sexual dysfunction, dyspareunia, dysmenorrhea, menorrhagia, heart rate irregular, depression, arthritis, degenerative disc disease, bladder infection, vaginal infection, bladder problems, urinary problems, fatigue, hair loss, headaches, tumors, cancer, teratoma, diarrhea, bloating, gastric disorder, dyspepsia, dental problems, mood swings, night sweats, hot flashes, migraine, nausea, weight gain, eyeglasses therapy, memory gone, aphasia, thinking abnormal, facial paralysis, cervical dysplasia, bladder injury, pelvic hematoma, bowel obstruction, kidney infection, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: postoperative change following hysterectomy finding suggestive small bowel obstruction with numerous mild dilated small bowel llop. Computerised tomogram pelvis - on (B)(6) 2017: impression: postoperative change following hysterectomy finding suggestive small bowel obstruction with numerous mild dilated small bowel llop. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the events injury was reported in this case were described in medical records: menorrhagia, pelvic pain, dysmenorrhea, diarrhea, bowel obstruction, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: plaintiff fact sheet received. Added events brain fog nos, autoimmune disorder, leg tremor, seizures, bladder pain, fever, swollen feet, vomiting, blood in urine, no bowel movement, she can barely walk, intestinal bleeding. Event arthritis updated to spinal arthritis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping) / multiple surgeries'), bladder perforation ('bladder perforation'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), facial paralysis ('unable to process thoughts left side facial paralysis'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), kidney infection ('kidney infection'), neoplasm malignant ('cancer') and cervical dysplasia ('precancer cell in cervix') in a 30-year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 4 (date of births : (B)(6) 1977, (B)(6) 2002, (B)(6) 2004, (B)(6) 2005.). Concurrent conditions included weight normal. Concomitant products included butalbital;caffeine;paracetamol (esgic) from 2008 to 2010, dextropropoxyphene napsilate;paracetamol (darvocet-n) since 2007, hydrocodone bitartrate;paracetamol (vicodin) from 2007 to 2011, pregabalin (lyrica) from 2010 to 2014, salbutamol (albuterol) since 2018, sumatriptan succinate (migranol) from 2010 to 2011 and topiramate from 2008 to 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), kidney infection (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), rash ("rashes"), pruritus ("itchiness") and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced depression ("psych injury-depression"). In 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced facial paralysis (seriousness criterion medically significant) and thinking abnormal ("unable to process thoughts left side facial paralysis"). In (B)(6) 2007, the patient experienced intestinal obstruction ("bowel obstruction"), bladder injury ("bladder injury during hyst") and seasonal allergy ("seasonal allergies"). In (B)(6) 2008, the patient experienced pain ("pain all over body pain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In august 2009, the patient experienced visual impairment ("my eye just keep getting worse but I have had glasses since I was 16"). In (B)(6) 2014, the patient was found to have heart rate irregular ("intermittent irregular heart beat / blood/heart disorder"). In (B)(6) 2017, the patient experienced nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 10 years 10 months after insertion of essure (ess205). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced pelvic haematoma ("pelvic hematoma"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), amnesia ("memory gone"), aphasia ("inability to say words"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), gastric disorder ("inability to pass gas"), dyspepsia ("unable to digest certain foods"), back pain ("back pain"), pain in extremity ("feet pain"), intervertebral disc degeneration ("degenerative disc disease"), arthritis ("arthritis"), headache ("headaches"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), cervical dysplasia (seriousness criterion medically significant), dermatitis allergic ("allergy: rash/skin condition"), nervous system disorder ("neurological problem / condition") and infection ("other infection ") and was found to have neoplasm ("tumors"), teratoma ("teratoma"), neoplasm malignant (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation,, hysterectomy with bilateral salpingectomy., hysterectomy with bilateral salpingectomy./multiple surgeries. And leap surgery) and eye glasses therapy. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, facial paralysis, mood swings, night sweats, hot flush, cystitis, vaginal infection, female sexual dysfunction, kidney infection, fibromyalgia, rash, bladder disorder, urinary tract disorder, migraine, uterine leiomyoma, amnesia, aphasia, thinking abnormal, intestinal obstruction, pelvic haematoma, dyspareunia, visual impairment, fatigue, weight increased, diarrhoea, abdominal distension, gastric disorder, dyspepsia, bladder injury, alopecia, nausea, tooth disorder, headache, neoplasm, teratoma, neoplasm malignant, dysfunctional uterine bleeding and cervical dysplasia had resolved and the bladder perforation, pregnancy with contraceptive device, vaginal haemorrhage, abortion spontaneous, depression, pruritus, heart rate irregular, allergy to metals, pain, seasonal allergy, back pain, pain in extremity, intervertebral disc degeneration, arthritis, dermatitis allergic, hormone level abnormal, nervous system disorder and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, amnesia, aphasia, arthritis, back pain, bladder disorder, bladder injury, bladder perforation, cervical dysplasia, cystitis, depression, dermatitis allergic, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, facial paralysis, fatigue, female sexual dysfunction, fibromyalgia, gastric disorder, headache, heart rate irregular, hormone level abnormal, hot flush, infection, intervertebral disc degeneration, intestinal obstruction, kidney infection, menorrhagia, migraine, mood swings, nausea, neoplasm, neoplasm malignant, nervous system disorder, night sweats, pain, pain in extremity, pelvic haematoma, pregnancy with contraceptive device, pruritus, rash, seasonal allergy, teratoma, thinking abnormal, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date (B)(6) 2006. Current weight 178 lbs. Patient received treatment for events ¿ female sexual dysfunction, dyspareunia, dysmenorrhea, menorrhagia, heart rate irregular, depression, arthritis, degenerative disc disease, bladder infection, vaginal infection, bladder problems, urinary problems, fatigue, hair loss, headaches, tumors, cancer, teratoma, diarrhea, bloating, gastric disorder, dyspepsia, dental problems, mood swings, night sweats, hot flashes, migraine, nausea, weight gain, eyeglasses therapy, memory gone, aphasia, thinking abnormal, facial paralysis, cervical dysplasia, bladder injury, pelvic hematoma, bowel obstruction, kidney infection, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: postoperative change following hysterectomy. Finding suggestive small bowel obstruction with numerous mild dilated small bowel llop. Computerised tomogram pelvis - on (B)(6) 2017: impression: postoperative change following hysterectomy finding suggestive small bowel obstruction with numerous mild dilated small bowel llop.. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the events injury was reported in this case were described in medical records: menorrhagia, pelvic pain, dysmenorrhea, diarrhea, bowel obstruction, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-new events arthritis, degenerative disc disease, headaches, tumors, cancer, teratoma, dysfunctional uterine bleeding, were added. Outcome of female sexual dysfunction, , bladder infection, vaginal infection, bladder problems, urinary problems, fatigue, diarrhea, bloating, gastric disorder, dyspepsia, dental problems, mood swings, night sweats, hot flashes, migraine, nausea, weight gain, eyeglasses therapy, memory gone, aphasia, thinking abnormal, facial paralysis, bladder injury, pelvic hematoma, bowel obstruction, kidney infection, fibroids updated to recovered / resolved. Dermatitis allergy , neurological condition , infection nos and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), bladder perforation ('bladder perforation'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), facial paralysis ('unable to process thoughts left side facial paralysis') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 4 (date of births: (B)(6) 1977, (B)(6) 2002, (B)(6) 2004, (B)(6) 2005). Concurrent conditions included weight normal. Concomitant products included butalbital;caffeine;paracetamol (esgic) from 2008 to 2010, dextropropoxyphene napsilate;paracetamol (darvocet-n) since 2007, hydrocodone bitartrate;paracetamol (vicodin) from 2007 to 2011, pregabalin (lyrica) from 2010 to 2014, salbutamol (albuterol) since 2018, sumatriptan succinate (migranol) from 2010 to 2011 and topiramate from 2008 to 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), kidney infection ("kidney infection"), fibromyalgia ("fibromyalgia"), rash ("rashes"), pruritus ("itchiness") and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced depression ("depression"). In 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced facial paralysis (seriousness criterion medically significant) and thinking abnormal ("unable to process thoughts left side facial paralysis"). In (B)(6) 2007, the patient experienced intestinal obstruction ("bowel obstruction"), bladder injury ("bladder injury during hyst") and seasonal allergy ("seasonal allergies"). In (B)(6) 2008, the patient experienced pain ("pain all over body pain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient underwent eyeglasses therapy ("my eye just keep getting worse but I have had glasses since I was 16"). In (B)(6) 2014, the patient was found to have heart rate irregular ("intermittent irregular heart beat"). In (B)(6) 2017, the patient experienced nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 10 years 10 months after insertion of essure (ess205). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced pelvic haematoma ("pelvic hematoma"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), amnesia ("memory gone"), aphasia ("inability to say words"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), gastric disorder ("inability to pass gas"), dyspepsia ("unable to digest certain foods"), back pain ("back pain") and pain in extremity ("feet pain"). The patient was treated with surgery (ablation, and hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, fibromyalgia, rash, dyspareunia and alopecia had resolved and the bladder perforation, pregnancy with contraceptive device, vaginal haemorrhage, facial paralysis, abortion spontaneous, mood swings, hot flush, cystitis, vaginal infection, female sexual dysfunction, kidney infection, depression, pruritus, bladder disorder, urinary tract disorder, migraine, uterine leiomyoma, heart rate irregular, amnesia, aphasia, thinking abnormal, allergy to metals, intestinal obstruction, pelvic haematoma, pain, eyeglasses therapy, fatigue, weight increased, diarrhoea, abdominal distension, gastric disorder, dyspepsia, bladder injury, seasonal allergy, nausea, tooth disorder, back pain and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, amnesia, aphasia, back pain, bladder disorder, bladder injury, bladder perforation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, eyeglasses therapy, facial paralysis, fatigue, female sexual dysfunction, fibromyalgia, gastric disorder, heart rate irregular, hot flush, intestinal obstruction, kidney infection, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pain in extremity, pelvic haematoma, pregnancy with contraceptive device, pruritus, rash, seasonal allergy, thinking abnormal, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date (B)(6) 2006. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram abdomen on (B)(6) 2017: impression: postoperative change following hysterectomy finding suggestive small bowel obstruction with numerous mild dilated small bowel llop. Computerised tomogram pelvis on (B)(6) 2017: impression: postoperative change following hysterectomy finding suggestive small bowel obstruction with numerous mild dilated small bowel llop. Hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Concerning the events injury was reported in this case were described in medical records: menorrhagia, pelvic pain, dysmenorrhea, diarrhea, bowel obstruction, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs+mr received. Case becomes an incident. Injury event was removed. New event added: mood swings, night sweats, hot flashes, abnormal bleeding (vaginal), menorrhagia, pregnancy (stillbirth or miscarriage), seasonal allergies, bladder and vaginal, apareunia, kidney infection, depression, fibromyalgia, rashes, itchiness, bladder problems, urinary problems, migraines / headaches, fibroids, intermittent irregular heart beat, nausea, dental problems, memory gone, inability to say words, unable to process thoughts left side facial paralysis, nickel allergy, dysmenorrhea, bowel obstruction and pelvic hematoma, dyspareunia, back pain, feet pain, my eye just keep gettingworse but I have had glasses since I was 16, fatigue, weight gain, diarrhea, bloating, inability to pass gas, unable to digest certain foods, bladder injury during hyst, hair loss. Event added(mr): perforation bladder. Outcome of the events dysmenorrhea, dyspareunia, rash, hair loss updated to recovered/resolved. Concomitant drugs and medical history, reporters, removal date were added. On (B)(6) 2019: coding correction received. Correction due to discrepancy between coding action item and match point coder query on (B)(6) 2019: concomitant drug updated: darvocet. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.